Event description:
(B)(6) in tech states the provider stated the chair surges and the batteries were original to the chair. No property damage or injury alleged. Provider disconnected, no further information provided.